Manufacturer narrative:
(B)(4). A visual examination of the returned device found the basket to be fully retracted. Further evaluation revealed that the side car-rx presented pushback out of specification. It was also noted that the proximal side car-rx was torn, which was most likely caused by the guidewire insertion during the procedure. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the device presented torn side car-rx. Additionally the side car-rx presented pushback out of specification. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Therefore, the most probable root cause is ¿operational context.¿ the device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a choledocholithotripsy procedure. According to the complainant, during the procedure, the outer sheath of the trapezoid rx basket was found to be torn/split. Reportedly, the torn part of the outer sheath might have been stretched and feel as "missing" at approximately 15 cm from the distal tip. No part of the device has been detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.